Manufacturer narrative:
No samples were received for investigation of (B)(4); (cr 10815221), in which the customer has stated: ¿obturated lumen, as it remains permeable.¿ the product in use at the time is reported to be a 2000e7d from lot 1029926. Further information from the customer has stated that the reported defect was identified with a few hours/few days of use with smartsite 2000e7d and customer has confirmed that no leakage was observed. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1029926 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e7d product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: failure of infusions: answer - different problems related to the shutters were identified in the hours/days following placement (it is not possible to define exactly how many). These were: air intake, blood backflow into the lumen, and obstruction. These problems occur when the lumen is not in use, with only the shutter attached. Air intake: it is difficult to ensure that there is no air inside the shutter for the first few uses. It is usual to vacuum through the shutter and an air bubble appears. This is an important constraint, particularly in emergency situations. Blood reflux/obstruction: when the cvc lumen is filled and filled with saline, it is verified that the content is no longer translucent and becomes pink, appearing to have a kind of sediment; if you don't flush regularly, the fluid inside the lumen darkens (blood-colored) and eventually clogs. Flushing regularly does not meet the guidelines that indicate that an obturated lumen, as it remains permeable, only needs to flush-pause every 96 hours (it is intended to minimize the risk of infection). The shutters are changed with this periodicity (96/96h) and in sos. As a result of the above, the feedback was split into three separate issues, in order to capture all of the feedback. 1) smartsite incompatibility, 2) air in line, 3) backflow of blood. Please note, the 3rd issue (backflow) includes the feedback relating to "blood backflow into the lumen, and obstruction," and also "blood reflux/obstruction: when the cvc lumen is filled and filled with saline, it is verified that the content is no longer translucent and becomes pink, appearing to have a kind of sediment." The feedback indicates that the back of blood from the patient is causing clots/blockages in the smartsite, and that when clear fluid passes the blood clot, it becomes pink in colour.